Event description:
During a robotic assisted laparoscopic gastrectomy sleeve, the davinci stapler was being used when it alerted an error on the monitoring system and locked the stapler. The staple release key was used to remove the tissue from the stapler and to remove the stapler from the laparoscopic port in the abdomen. The staple line on the stomach was reinforced with sutures. Intuitive rep in operating room when issue with stapler occurred.